Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No lot/serial number has been provided; therefore, a document review is not possible. A complaint history review found further instances of the reported event. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that patient called requesting tech support, patient states that the bottom half of the renasys touch device was not working. No further information available and no harm or injury reported.